Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, a warning triggered due to spike and high impedance. A fracture of the rv lead was noted, noise detected with arm lift, and touching around device pocket. A loose set connection between the implantable pulse generator (ipg) and rv lead is provided as reason. A rv lead and ipg revision procedure planned, and the product remains in use. Subsequently, the rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. If information is provided in the future, a supplemental report will be issued.